Event description:
These filshie clips should be banned from the market. Since getting them I have had pain during intercourses (feeling clips), 4 uti infections (which I never had before), mood swings, anxiety, depression, no libido, crying spells, recently had an x-ray and looks like one of the clips is open and ready to come off, fatigue, memory loss (leaving my car in drive when it should be in park) etc. Get these things off the market asap.